Event description:
It was reported that loss of aspiration occurred. An angiojet consolei was selected for thrombectomy procedure. During procedure, it was noted that there was an insufficient suction. The procedure was completed with this device. There were no patient complications or other additional intervention reported, and the patient was stable.